Event description:
It was reported that the system 2600 would not take film xray and that paper was jammed. System was rebooted and procedure was completed without further incident. Patient was involved and limited patient info was reported. No adverse patient involvement was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The battery charger was replaced and the paper cleared. The system was tested and found to be working as intended and placed back into service.